Event description:
The customer reported that she experienced a high blood glucose of 361 mg/dl and a low blood glucose of 40 mg/dl. She stated she ate something and disconnected from the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).